Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the led was lit orange on the universal surgical manipulator (usm)1. The site tried cleaning the force bipolar instrument on the usm1 and swapping the instrument to usm 4, but the issue with the instrument persisted. The customer later converted the procedure to open due to a clinical issue. The system was not connected to onsite during the call to technical support. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cause of the conversion to open surgery was due to the patient's anatomy. The field service engineer (fse) confirmed there was no system issue; the orange led was related to the instrument and no troubleshooting was performed with the technical service engineer (tse). The system was inspected prior to use. There was no issue noted during the setup of the system. There was no harm to the patient due to a malfunction.

Manufacturer narrative:
The conversion to open surgery was due to patient anatomy. There was no allegation that a malfunction of the da vinci system, instruments, or accessories caused or contributed to the procedure conversion.